Event description:
Failure to alarm/non-delivery reported. The pump was set to infuse a fentanyl solution at 1ml/hr via. Cvp line. A nurse turned the line stopcock off to the infusion in order to obtain a cvp reading. The nurse inadvertently left the stopcock in the off to fluid delivery position. Approximately 25 minutes later, the nurse discovered that the stopcock was off of the fluid line. No device alarm sounded. The tubing was repositioned in the pump and the infusion was restarted. The cvp line remained patent. There were no adverse effects to the pt. The specific device used in this incident was not isolated and labeled. The serial number is unknown.